Manufacturer narrative:
H6: investigation conclusions - cause linked to device but unable to trace more specifically (44) manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured transient low speed events on day 11 hour 2 minute 17 through day 15 hour 2 minute 4 with associated low speed advisory / hazard and low flow hazard alarms. The associated voltage levels indicated that the low speed events occurred when the system was powered by a power module. (B)(6) was returned assembled with the driveline severed approximately 1" from the pump housing. A distal portion of the driveline with the controller connector was also returned measuring approximately 29". An internal portion of the driveline was not returned. The inlet elbow was returned attached to the pump inlet port. The inflow conduit flex section had been severed medially with the distal half returned attached the inlet elbow and the proximal half returned attached to the inlet tube. The outlet elbow and sealed outflow graft were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and bend relief collar were returned detached from the device. Electrical continuity testing of the returned portions of the driveline found all wires to be electrically intact. Visual and microscopic inspection of the underlying wires revealed no breaches to the insulation of the wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation, and no areas of compromised wire insulation were identified. Incidental finding: superficial tears were noted underneath the rescue tape approximately 10.25", 11.25", and 14.5" from the controller connector. The metal braided shield showed minor fraying throughout and severe breakdown approximately 2.5" from the controller connector. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), and patient handbook are currently available. Section 6 entitled ¿patient care and management¿ addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. Document fab, heatmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an alarm suspected of driveline fatigue was recorded on (B)(6) 2023. Log file review showed 32 low speed advisories for the past four days with speed drops as low as 2100 rpm. There were several low flow alarms and power elevations associated with these events. There may be issues associated with the percutaneous lead. These issues only occurred when the vad was connected to the power module. Log file analysis was conducted on (B)(6) 2023 during patient visit to the hospital which indicated possible driveline damage. The patient was immediately readmitted and underwent a pump exchange from heartmate ii to heartmate 3. It was stated that intermittent or continuous alarms sounded for several seconds during the night a few days before (B)(6) 2023. The display module showed low flow alarms and although a pump off was not observed, it was confirmed that low speed events accompanied with decrease in speed as low as 2,000 rpm were recorded every night when device was thought to be connected to the power module since (B)(6) 2023. The patient is in the process of normal postoperative recovery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.